Event description:
Per the clinic, the patient developed pain at the implant site. The patient also experienced skin breakdown leading to extrusion of the implant. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.